Manufacturer narrative:
(B)(4). Concomitant medical products: 51-104160, tprlc 133 t1 pps ho 16x152mm, (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00754. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient's leg lengths are different one month post implantation. Leg length discrepancy of 5/8, left shorter than right confirmed by surgeon. Surgeon plan to correct leg length discrepancy when left hip revision is completed. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.